Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for difficult/unable to operate.

Event description:
It was reported that bd autoshield¿ duo pen needle 30g x 5mm was difficult to use. This was discovered during use. The following information was provided by the initial reporter: material no: 329505 batch no: unknown. It was reported that patient are finding difficult to use safety pen needles. Diabetes educator stated, they train patients at the facility on how to take injection with the bd safety pen needles. Stated, he has not sent his patients home with the product. Stated, he believes that they will have difficulties using this product once they're home because there is more involved with using them. Stated, he would prefer the bd nano pro pen needle for his patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd autoshield¿ duo pen needle 30g x 5mm was difficult to use. This was discovered during use. The following information was provided by the initial reporter: material no: 329505 batch no: unknown. It was reported that patient are finding difficult to use safety pen needles. Diabetes educator stated, they train patients at the facility on how to take injection with the bd safety pen needles. Stated, he has not sent his patients home with the product. Stated, he believes that they will have difficulties using this product once they're home because there is more involved with using them. Stated, he would prefer the bd nano pro pen needle for his patients.